Event description:
It was reported that during a vats right upper lobectomy procedure the device cut but upon visually observing the staple line it was completely opened on the patient's distal side. They had to over sew the entire anastomosis to complete the case. No patient consequence has been reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).